Manufacturer narrative:
(B)(4).

Event description:
Procedure type: lap chole. According to the reporter: the distal end of the shaft insulation (the black part) shredded off and the silver screw as 100% exposed. The surgeon was afraid of potential arcing, so they opened a new shears and continued the case. There was no bleeding reported in excess of 500cc. The case was not extended by more than 30 minutes. There was no unanticipated tissue loss.